Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device history record was not reviewed because part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced impingement and pain due to implant malposition. Attempts have been made and no further information has been provided.